Event description:
A customer contacted beckman coulter inc. (Bec) reporting that their coulter lh 750 hematology analyzer was leaking bloody fluid and cleaner under the bsv (blood sampling valve). The leak was contained in the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and glasses at the time of the incident. No injury or exposure was reported and no patient samples were affected by the leak.

Manufacturer narrative:
A field service engineer (fse) found fluid leaking onto the backwash drip tray under the probe. Fse noted that the bottom cup was detached from the air cylinder causing the leak. Fse reattached the cup and the leak was repaired. Repair was verified to meet the specified requirements per established procedures. The cause of the leak was that the bottom cup had become detached from the air cylinder. (B)(4).